Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to calcification, severe aortic stenosis, pannus, restricted leaflet mobility, and patient prosthetic mismatch. The explanted valve was replaced with a 23mm 11500a aortic valve. There was no allegation of device malfunction. Per medical records, the 23mm 3300tfx valve was excised and the annulus was sized to a 23mm valve. A root enlargement was performed. The previous valve was replaced with a 23mm 11500a valve and it was seated well. The patient was easily weaned from cardiopulmonary bypass. Protamine was administered. The patient tolerated the procedure well and was taken to the ICU in hemodynamically stable condition. The patient was discharged on pod #9. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a4 h11: corrected data: corrected section b5, b7.

Event description:
It was learned via implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to calcification, severe aortic stenosis, pannus, restricted leaflet mobility, and patient prosthetic mismatch. Per received implant data card, a 25mm 11500a [2022-06353-02] aortic valve was explanted at implant during the same surgery, no additional information was provided. The explanted valve was replaced with a 23mm 11500a aortic valve. Per medical records, the patient underwent a redo avr. The 23mm 3300tfx valve was resected and the annulus was sized to a 23mm valve. A root enlargement with dacron graft was performed. The valve was replaced with a 23mm 11500a valve and seated well. Post bypass findings showed the valve without leak or gradient and good myocardial function. The patient tolerated the procedure well and was taken to the ICU in hemodynamically stable condition. Pathology report for bioprosthetic aortic valve, explanation: fibrosis with nodular calcifications. On pod #1, first degree block was noted post extubating. On pod #9, the patient was placed on 81mg aspirin x2/day and discharge to rehabilitation facility. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including end stage renal disease (esrd), diabetes mellitus type 2 (dm2), coronary artery disease (cad), and hyperlipidemia (hld).